Manufacturer narrative:
On june 25, 2021, mentor became aware that device reported as received does not belong to this file. There was a mix up and supplemental report will be submitted when additional clarification is received. Brand name has been updated back to unknown saline implants under filed d1 and catalog number has also been correctly updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 525cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed for lot number 268067, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per mre completion and no additional information received, the date of implant under field d6a has been updated to (B)(6) 2003 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 19, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate profile." Field d4 for catalog number has been updated to "3501685". Field d4 for lot number has been updated to "268067". Field d4 for unique identifier( UDI) has been updated to (B)(4). Field g4 for PMA/ 510(k) has been updated to "p990075". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast augmentation with an unknown size unknown saline implant and was presented with left side breast implant deflation. The patient underwent bilateral explantation and replacement with catalog number 3505504bc; serial number (B)(4) on the left side, and with catalog number 3505504bc; serial number (B)(4) on the right side on (B)(6) 2021.